Manufacturer narrative:
Batch review performed on 29 november 2021, lot 2009612: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 2025-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2011681; batch review performed on (B)(6) 2021 lot 2011681: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.